Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and order was not crossing over. A technical support specialist (tss) dialed into the station and verified no disconnected flags from the downtime and co reason queries, noting that most stations had been manually placed into critical override (co). After confirming no variations or co issues on the ltac station, the tss spoke with customer, who reported that new orders had not crossed over. Customer was advised to contact medication tech and request message resends. Later, customer provided additional patient and order numbers, which were checked and confirmed not to have been sent to server. Customer was again advised to contact medication tech. The customer later confirmed that the issue was resolved on medication tech side. The case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders entered in meditech failed to communicate to pyxis es. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.